Event description:
Failed right total hip arthroplasty with loose acetabular components. Pt complained of pain. Bone scan showed loose acetabuler components. In or clip was grossly loose tethered only leg screw. Defect in anterior rim from one o'clock to four o'clock of acetabular.